Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated two (2) erroneously low creatinine (cr-s) patient results. The customer was alerted of the erroneous results due to a failed delta check. The two erroneous results were not reported out of the laboratory. Following the incident, the customer noticed that there was dripping beneath the reagent probe "a". Bec customer technical support (cts) recommended the customer to be wearing personal protective equipment (ppe) during troubleshooting. The customer confirmed that the tubing connections to the probe, wash collar, and syringes were secure. The patient results were rerun, which matched the prior day results. No injuries were sustained by any lab personnel. The operator is not seeking any form of medical attention. Patient treatment was not impacted from this event.

Manufacturer narrative:
Quality control (qc) was acceptable prior to and following the incident. The following day of the event, a bec field service engineer (fse) was scheduled to visit onsite and perform a preventive maintenance (pm). During onsite visit, the fse observed leaking from the reagent probe a during a qc run after performing pm. The fse indicated that the spill accumulated on the cover of the reaction carousel. The fse replaced the reagent probe a vacuum valve, which resolved the leaking issue. The fse confirmed the failure mode to be the vacuum solenoid valve which was replaced.